Event description:
Per the audiologist, the pt reported poor sound performance when using the cochlear implant system. An x-ray done (date not reported) determined the electrode array had partially migrated out of the cochlea. Explant/reimplant surgery is planned, but had not been scheduled at the date of this report, 2009.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.